Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review, noise was seen on the right atrial lead. All other electrical measurements on the lead were normal. No intervention was performed. Patient would continued to be monitored.